Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently becoming less responsive. Reportedly, the customer needed to touch the screen multiple times before it would respond. The customer's blood glucose level went up to 378 mg/dl and was addressed with manual injections. Reportedly, the customer would continue to use the pump for insulin therapy but also confirmed than an alternate method of insulin delivery was available.